Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was reported the patient was hospitalized prior to death. It was reported the patient was in the middle of therapy and went into cardiac arrest. It was not reported if an autopsy was performed. No additional information is available.